Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving infumorph (morphine), 25mg/ml at 13.014mg/day via an implantable pump. The indication for use was non-malignant pain. A motor stall was seen at initial interrogation. The patient did not have an MRI and there were no emi or magnetic interaction. The earliest motor stall was on (B)(6) 2015. Per the reporter the patient stated they had withdrawal last wednesday (B)(6) 2015. The patient was having the pump replaced the day of the report due to multiple motor stalls and motor stall recoveries